Event description:
It was reported that the patient presented for a pacemaker changeout. Upon interrogation, episodes of inappropriate automatic mode switch caused by noise oversensing were noted on the atrial lead. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.